Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad. Approximately 14.5 months post index procedure a stent thrombosis was reported to have occurred. Patient underwent a revascularization.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (stent thrombosis and revascularisation). (B)(4).